Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The manufacturer's field service engineer (fse) reported the backup battery test failed during service. There was no patient involvement.